Event description:
During a follow-up in clinic, episodes of noise were noted on the right atrial (ra) and right ventricular leads. Noise resulted in oversensing and inappropriate mode switch on the ra lead. The suspected root cause was external noise. No intervention was performed. The patient was stable. Related manufacturer report number: 2017865-2022-06340.